Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of display anomaly. The customer's blood glucose reading was 150 mg/dl. The customer stated that the grooves that lock the reservoir are worn out. The customer had blood glucose of 400 mg/dl at one point and treated with manual injection. The customer noticed that the reservoir came out about 3 days ago. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion or occlusion tests due to a broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a missing o-ring reservoir tube.